Event description:
Company distributor reported on behalf of healthcare professional "capsular contracture grade iii, adenomegaly, pain with gradual increase". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Company distributor reported on behalf of healthcare professional "capsular contracture grade iii, adenomegaly, pain with gradual increase". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.